Event description:
Infusion in pump and mar [medication administration record] documentation: 18 units/kg/hr per dvt/pe [deep vein thrombosis/pulmonary embolism] protocol (pump represents this as the dose), pump represents 13.9 ml/hr as the rate. Right steps would be: hold infusion then take 18 units/kg/hr and subtract by 4 units/kg/hr getting 14 units/kg/hr and then inputting it into the new dose section of the pump what happened instead: rn did hold the infusion; however, it seemed like the rn looked at the rate of 13.9 ml/hr, then subtracted 4 from that and got 9.9 after, the rn went to the dose field and then inputted the 9.9 there? 9.9 units/kg/hr (instead of putting in 14 unit/kg/hr). Our reference text that nursing used to make changes to the heparin infusion following a resulting aptt [activated partial thromboplastin time] value used the term rate for units per kg/hr units of measure instead of dose. We think this mismatch of terms contributed to the error, and we are learning this could be an issue nationally within many different hospital systems. We would like to see an alert from bd that highlights the issue, or a change to the pump system that accounts for the different terminology hospital systems may use. Please take a closer look at the interface to optimize usability and safety.